Event description:
Complainant alleged that the clinicians successfully defibrillated a pt (age and gender unk) with the device. The pt then presented an irregular heart rate of 70 bpm, and the clinicians then attempted to pace the pt at 60 ppm using the same electrodes. The clinicians then observed that there were no pacing pulses displayed on the device screen and that the pt did not appear to be receiving any pacing pulses, as there were no muscle contractions, etc. The clinician checked all connections, and all appeared secure. The clinician then raised the ppm rate to 70, but there still was no pacer output from the device. The pt then had an internal pacemaker installed. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. A second identical event occurred on the same day with the same device, but with a different pt. Subsequent to both events the biomed dept tested the device. During testing, the ma was increased to 140, but after 3-4 mins, error messages 120 and 122 appeared on the device screen.